Event description:
A customer reported a malfunction on their insulin pump, identified by the code malf 16-0x20e6. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed that the pump was included in a field correction and arranged to replace it, providing instructions on storage mode and the return process. The customer was advised to use multiple daily injections as a backup therapy until the replacement pump with updated software arrived. The customer acknowledged all instructions provided.